Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip bent when inserting it during use, and removing it caused blood to back flow into the back of the catheter. The following information was provided by the initial reporter, translated from french to english: "when inserting a catheter, the plastic tip (lot 9135956) bent during the removal of the needle caused more blood to flow back into the catheter and I was forced to stick again the kid."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip bent when inserting it during use, and removing it caused blood to back flow into the back of the catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: "when inserting a catheter, the plastic tip (lot 9135956) bent during the removal of the needle caused more blood to flow back into the catheter and I was forced to stick again the kid."